Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition, however it was missing a tamper seal. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The pump was tested for occlusion and was found to be operating as intended. In event history log however, multiple high alarm displayed: upstream occlusion. Thus it was recommend that the upstream occlusion sensor be replaced as a preventative measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified previous repair on 15-dec-2021 which would not have resulted in any issues with upstream occlusion.

Event description:
It was reported that the device had upstream occlusion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.